Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances of greater than 2000 ohms. In addition, there was noise on the rv lead. The lead was then surgically abandoned and replaced. No further testing was performed during the revision. The existing pacemaker remains in service. No additional adverse patient effects were reported.